Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified error and shut off without user input. The symptoms occurred during infusion of lasix in "9t-pcicu" department, the volume, rate and dose are unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum pump experienced an unspecified error and shut off without user input during furosemide therapy in the 9t-pediatric cardiac intensive care unit (dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available. The furosemide infused was lasix. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.